Event description:
I purchased "disinfecting lens care solution" - lot# 93410 exp date 04/2012 - for cleaning and disinfecting contact lenses. I followed the MFR's instructions on the bottle. Contacts were left in provided cleaning container. When I went to use my contact lenses, I began to feel an extreme burning in my eye. I had problems removing the lens due to the fact that my eye was burning so much and tearing up. I finally got the lens out of my eye and flushed my eye with saline solution, but it still was very irritated and felt like there was sand in my eye. The next day, my eye was swollen shut by mucus and my vision in that eye was very foggy and blurry and was very painful. So, I went to the emergency room and was diagnosed with conjunctivitis. I believe the product or cleaning container to be defective. Dates of use: 2009. Diagnosis: clean and disinfect contact lenses. Event abated after use stopped: yes.